Event description:
The customer reported that the system displayed a checksum error message. This error means the system detected a failure while checking all aspects of software and hardware during booting up. This will likely prevent the system from booting up.

Manufacturer narrative:
A ge representative evaluated the system and replaced the sram memory. The system operates as intended.